Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves occurred a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: horizontal stripes in image were caused by the poor quality of the universal cord. The most probable caused traced to the component failure of universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had black image. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.